Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states joystick will not turn off. When disconnected gtam and sanode from joystick, it would no longer turn on. MDR filed.